Event description:
Event description cpi received information that durring a routine replacement of an implantable pulse generator (ipg), due to high thresholds removed a sweet tip bipolar lead (4269) because of suspected lead fracture. The lead was replaced with another (4269).